Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed.

Event description:
It was reported that at implant attempt, the electrical parameters for the lead were not well after the lead was implanted. The lead was removed. No patient complications have been reported as a result of this event.